Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right ventricular (rv) lead implant procedure, the lead tip could not be screw out and fixed to the cardiac muscle, and the lead dislodged repeatedly. The rv lead was replaced with a implantable pacing lead (ipl), the tested parameters were not ideal, and the lead could not be fixed well. The ipl was removed and replaced with a competitor lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.